Event description:
According to the reporter: the aim of this study was to assess the safety of lvr and compare synthetic with biological meshes. Data from a prospective pelvic floor database collected over 5 years (2007-11) were analyzed. The primary outcome was mesh morbidity, which were classified as: vaginal, rectal and rectovaginal fistula (rvf). Secondary outcomes were non-mesh morbidity. Eight hundred fifteen patients underwent lvr (734 polypropylene, 81 permacol; 93% female, median age 59 years, median follow up 35 months). Thirty-day mortality was 0%. Thirteen patients (1.6%) had mesh erosion (four vaginal, seven rectal and two rvf). Twelve erosions involved synthetic mesh (1.6%) and one biological mesh (1.2%) (rectal stitch sinus). Twenty (2.5%) patients developed a port site hernia, eleven (1.3%) port-site infection, three (0.4%) pelvic haematoma and nine went into urinary retention (1.1%). Eleven (1.3%) had medical complications (urinary/respiratory infection, cardiac, venous thrombosis). This is for the erosion of the biologic mesh.

Manufacturer narrative:
(B)(4).